Event description:
It was reported that the patient's right ventricular lead exhibited capture failure and far p-wave over-sensing. X-ray was performed and confirmed the lead was dislodged. The lead was repositioned on (B)(6) 2023. The patient was stable.

Manufacturer narrative:
Correction: b5- the lead was originally repositioned on (B)(6) 2023, not capped.

Event description:
It was reported that the patient's right ventricular lead exhibited capture failure and far p-wave over-sensing. X-ray was performed and confirmed the lead was dislodged. The lead was capped and replaced on (B)(6) 2023. The patient was stable.